Event description:
A 22mm x 13mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm on event date in a pt. The pt had a history of renal calculi, right leg fracture in november 2000, benign brain tumor removal in 1992 with subsequent seizures, transurethral resection of the prostate in 1992 and a history of hyperlipidemia. It was reported that access to the common femoral arteries by means of bilateral cutdowns was performed. Via the right side, a 22 french sheath was easily advanced with its tip beyond the aortic bifurcation. The left common femoral artery was then punctured directly to insert a 7 french cordis sheath. It was reported that the aneurx bifurcated stent graft was inserted through the right femoral sheath and deployed below the level of the renal arteries under angiographic vision. Via the left side, a 16 french sheath was used to insert the contralateral limb measuring 13mm in diameter and 8.5cm in length. After dilation of the iliac limbs with appropriate balloon angioplasty catheters, the angiogram demonstrated a type I endoleak from the proximal insertion site. In spite of balloon angioplasty, there was a persistent endoleak. It was elected to place a 24mm aortic cuff in spite of the risk of occlusion of the contralateral limb. Following deployment, the contralateral limb of the bypass graft was found to be occluded under angiography. The physician stated he could not place the cuff any higher due to the renal artery. This necessitated a repair by means of a right to left femoral-femoral bypass graft. A 8mm gore-tex graft was placed successfully. There was an excellent pulse in the patient's graft after the bypass was completed and the patient's feet were pink and warm. The patient is reported to be doing fine and there were no additional adverse clinical sequelae reported related to this event.